Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced performance issues as a bulge was noted on the left side of the device, causing inflation and deflation problems as the fluid was not able to flow properly. The physician carried out a surgical procedure and confirmed a bulge in the left cylinder. The entire preconnect, consisting of pump and cylinders, was removed and replaced with a new one. No additional patient complications were reported.